Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the unit's user interface (ui) board to resolve the reported issue. During the evaluation, it was also found that the front bezel button is damaged. The touch feature is not working. The fan guard and isolation mounts are damage. The fse also replaced the unit's fan guard, mount isolation, and front bezel to resolve the issues. The unit passed all tests and returned to service. Subsequently, the customer returned the user interface (ui) assembly to failure investigation (fi). Returned ui assembly upon inspection was found to have no anomalies. Fi found returned part to have contamination in the area of fb21.

Manufacturer narrative:
Date of report: 03jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had error code 1101 (per the service manual: ventilator restarted due to anomalies detected during operation; this could include invalid or corrupted information, unanticipated situations, or object allocation errors). The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer that the cpu pcba need to be replaced and provided replacement information.